Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer and burr catheter units were detached and it was found that the handshake connection for the burr catheter was received detached and on the handshake connection of the advancer. About 1 mm of the coil was broken distal of the handshake connection. The housing was dismantled and it was noticed that coil was kinked and stretched. The annulus of the burr was damaged, flared and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use. Functional testing was performed by connecting the rotalink advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn't able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was reported that the operating speed was set-up to 200,000rpm and the maximum operating speed was 230,000 prm. However as per product dfu: adjust the turbine pressure knob until the burr is spinning at the correct speed (1.25 ¿ 2.0mm burrs 190,000 rpm). Recheck the rational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed (1.25 ¿ 2.0mm burrs 160,000 up to 180,000 rpm). (B)(4).

Event description:
It was reported that device had unstable speed. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to left anterior descending artery(lad). A 1.25mm rotalink¿ plus was selected for use. During procedure, the rotational speed decreased to 10,000rpm to 20,000rpm from the set operating speed of 200,000rpm. Ablation was then continued, however it was further noted that the speed increased and even exceed from the set operating speed as it reached up to 230,000rpm . The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that device had unstable speed. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to left anterior descending artery(lad). A 1.25mm rotalink¿ plus was selected for use. During procedure, the rotational speed decreased to 10,000rpm to 20,000rpm from the set operating speed of 200,000rpm. Ablation was then continued, however it was further noted that the speed increased and even exceed from the set operating speed as it reached up to 230,000rpm . The procedure was completed with this device. No patient complications were reported and patient's status was stable.